Event description:
The hcp reported that the patient developed the onset of symptoms in 2004. The patient was experiencing pain, incisional wound opening and drainage from the incision. A culture of the device pocket was obtained; the results of this cultures are unknown. The primary location of the infection was the device pocket and the catheter. The total device system was explanted;date unknown. Oral and IV antibiotics were administered. The infection resolved. The patient has a history of previous implant infection.